Event description:
In 2002, the pt was implanted with a vented electric left ventricular assist device (lvad). In 2003, the vad coordinator contacted the manufacturer and reported that the pt was placed on pneumatic actuation of the device using a drive console and stroke volume limiter (svl) due to red heart alarms and the device stopping. The pt remained on pneumatic actuation of the device until receiving a heart transplant later in 2003. The pt was reported to be doing well post transplant. The pump has been returned to the manufacturer for analysis.